Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that his thermometer had allegedly given false negative readings on his child. The device allegedly gave readings that were 3.8°f lower than was later measured at a doctor's office. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Had requested that the product be returned to our company for testing.